Manufacturer narrative:
Further review of the event indicates MFR 2938836-2017-29167 was inadvertently submitted. This device is considered an investigational device exemption (ide) product and does not require MDR reporting.

Event description:
Prior to implant, the device could not be interrogated. A second programmer was used with no resolution. No patient was involved.